Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving infumorph (10 mg/ml at 10 mg/day) via an implantable infusion pump. The indication for use was noted as failed back surgery syndrome and spinal pain. It was reported the healthcare provider (hcp) was able to fill the pump up to 35-36 cc¿s and then he met resistance. The hcp could aspirate the pump but was unable to fill it completely. No symptoms were reported. It was further reported troubleshooting and actions/interventions taken included completely emptying the pump, trying a different needle, using a smaller syringe, and applying some extra force. The cause of the inability to fill the pump was not determined. The issue had not been resolved. The hcp was to see if it happened again at the time of the next pump refill. If additional information is received, a follow-up report will be sent.